Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had particulate matter at the drip chamber. This was observed during set up, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a retained sample was evaluated. Visual inspection on the retention sample did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. A functional test was performed by loading the set into an infusion pump and performing a flow rate test for 12 minutes. The flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within specification. Air passage testing and underwater leak testing were performed, and no leaks were identified, and no blockages were found. The sample was submitted to a traction test (to failure), and it was noted that the sample withstood the minimum required force. The reported condition was not verified in the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.